Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025.the infusion set was in use for one day.the insertion site was right abdomen. No further information is available.